Event description:
It was reported that about a ¿day or so¿ after the device was implanted, the patient had been getting zapped when raising her arms ¿because of the setting.¿ the patient had been able to get the settings to a different group that targeted the patient¿s legs, which was where the patient had needed the stimulation. The patient had been comfortable at that point ¿for a few days.¿ the patient had thought that ¿she was fine¿ and thus did not check the ins battery. The patient had not felt any stimulation since the morning of the day prior to the date of this report. The patient was afraid that the implantable neurostimulator (ins) was depleted. The patient programmer (pp) was showing an error message with ¿a triangle¿ at the time of this report. The pp had first been turned on at this time. When recharging with the antenna over the patient¿s clothing, the patient had coupling boxes shaded, but they went away. After putting the antenna under the patient¿s clothing, tightening the recharging belt, and sitting down the patient was able to get 8 coupling boxes shaded. The ins battery icon was flashing and there was ¿just a little shaded.¿ later, the patient had thought that the ¿ins off¿ button may have been pressed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).